Event description:
The handpiece does not cut well; does not work properly. The event occurred during kit inspection. No adverse events took place as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the hand piece does not cut well; does not work properly. The customer returned an air dermatome device, serial number (B)(4) , for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4). Two times as documented in the vdoc repair portal. The last repair was (B)(6) 2015 where it was reported that the device and the bearings, o-ring, spring seal, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, ball plunger, reciprocating arm, machined head, thickness control shaft, spring pin, and control bar were replaced. This is not a related issue. Product review of the air dermatome by medicrea on (B)(6) 2018 revealed that the device was unable to be repaired. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was not performed as the customer requested the device be destroyed. The reported event was non-verifiable since during the product review by medicrea it was noted that the device was unable to be repaired. It was not specified the issues that were found with the device. The device was then destroyed by medicrea at the customer¿s request. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device was unable to be repaired. It was not specified the issues that were found with the device. The device was then destroyed by medicrea at the customer¿s request. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Report source foreign : (B)(6). Once the product is returned and the investigation is complete, a follow-up/final report will be submitted.

Event description:
The hand piece does not cut well; does not work properly. Another one was used instead. The event occurred during previous inspection. There was no patient involvement. No adverse events were reported as a result of this malfunction.